Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was further reported the external pulse generator (epg) was not working properly and there was a pacing problem. Additional information noted that the device was not working or that possibly there were no batteries available. The epg is expected to be returned for analysis. It was further reported that the patient had a bradycardic sinus rhythm, around 30 beats per minute (bpm). A lead was inserted into the right femoral access into the right ventricle and the epg was started with high output, low sensitivity, and 100 bpm. There was no response from the epg. It was discovered that the battery compartment of the epg was empty. A different epg was used with the patient. The next morning a fresh battery was put into the epg and it was discovered that the epg was not working at all. The physician indicated the patient is deceased and died in a manner unrelated to the device. The epg was returned for analysis.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the external pulse generator (epg) was not working and had a pacing problem. The epg passed all incoming functional testing. Analysis discovered that the nine volt battery returned with the epg had a rubber cover over the positive contact. It was noted that with the rubber cover on the battery contact it would be impossible for the epg to start. The device passed final functional and system tests. There were no anomalies were found with the epg. If information is provided in the future, a supplemental report will be issued.